Event description:
Related manufacturer reference number: 1627487-2021-00872. Related manufacturer reference number: 1627487-2021-00873. This event is being filed to report during the implant procedure the physician inadvertently cut the lead. As a result, the lead was removed and a new lead implanted. This event was captured within a literature review.

Manufacturer narrative:
A patient experienced an extended procedure was reported to abbott. It was determined during the patient's implant procedure the physician inadvertently cut the lead. As a result, the lead was removed and a new lead implanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.